Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient had been complaining of tremendous thoracic pain for the last three to four months. They did magnetic resonance imaging (MRI¿s) and a computerized tomography (CT) scan and determined that there was a granuloma at the tip of the catheter. The patient was scheduled to have a revision in two weeks on (B)(6) 2014. The physician intended to pull the catheter down an inch or so and it was noted there was no neurological deficit, only pain. The patient¿s underlying pain the patient had the pump in to treat was fine. The patient had mid thoracic pain for two months and they did blocks without success. The patient had been using oral dilaudid. The manufacturer representative (rep) was going to try and get the MRI results. It was unknown what drug the pump was being used to deliver and outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.